Event description:
It is reported that in 2006, during primary surgery, the lag screw had migrated into the patient's abdomen. Possible revision surgery has not been scheduled.

Manufacturer narrative:
Evaluation summary: the cause cannot be determined. Device and x-rays were not returned for review. Manufacturing records are intact, conforming and packaged to specification.